Event description:
During evaluation of a returned spectrum iq pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 322 (link switch error (low)). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified system error 322. The cause of the condition was the failed I/o pcb. The I/o pcb required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.